Event description:
It was reported that this device was used to expand another MFR's coronary stent after it was implanted. The balloon of this device reportedly burst while dilating the stent. There has been no claim of injury related to this event. The device is being returned for analysis.